Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call drive motor anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for drive motor anomaly was performed. Customer advised the reservoir had been replaced, the piston had a problem and the filling procedure started again. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.